Event description:
Pt had hx of severe pvd, underwent fem pop in 2008; returned the following month with infected graft and underwent surgery, removing graft and replacement. Case was reviewed and all measures were appropriately taken prior to surgery including prep and antibiotics along with post op care; found no breach in sterile process nor products utilized. Rec'd recall on weck brand ligating clips the following month and pulled all prods. These clips are used on fem pop surgeries and all our prods were from stock that required return to MFR, teleflex. Recall sited by company due to "holes were detected in the thermoformed tray of certain sterile packaged units, meaning the sterile integrity can not be guaranteed." Surgery staff does inspect all prods prior to use for integrity, no reports of any breach of packaging of these particular clips. These clips come in various sizes, no way of knowing which size or what was used but they were of weck brand and involved lots recalled. Our stock involved many catalog numbers and many of the lot numbers.